Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. (B)(4).

Event description:
A doctor reported that when placing the intraocular lens (iol) during an iol implant procedure, a haptic of the lens was broken off. The lens was left implanted with one haptic. Additional information was provided, indicating that the lens is still implanted in the eye. The centration is good with a good result; however, there is residual astigmatism.